Manufacturer narrative:
Our handling of this complaint has been completed. The anesthesia system was investigated at the hospital by our field service engineer. The investigation found a faulty volume reflector. After replacement of the volume reflector, the anesthesia system was successfully tested and was cleared for clinical use. The replaced volume reflector has been scrapped and cannot be investigated further. A set of device logs was received but the reported event date is not covered by the test log, hence the reported issue cannot be confirmed. Based on the above information, the cause of the reported issue was a leak in the volume reflector.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the safety valve test failed during the system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).